Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with calibrating the code on her onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around (B)(6) 2014. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications due to the reported issue. Several months after, the patient claimed she felt symptoms of extreme hunger and was vomiting. Treatment was not specified. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.